Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked keypad overlay at select button.

Event description:
The customer reported via phone call that the insulin pump received replace batter alarm and insulin pump had damage on battery compartment. Blood glucose level of the customer was 177 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.